Event description:
On 17th july 2024, rayner received notification from a healthcare facility in germany of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that the lens failed to inject and tore.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens got stuck in the injector and the lens tore. This was the back-up lens and surgery is reported as being prolonged due to the event. The surgery was not able to be completed within the original surgery session and the patient underwent an additional surgery as the required lens could not be supplied until the next day. No harm/injury is reported. The healthcare facility reports a "complete recovery". He raone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge. Our review of production records for the rayone emv toric rao210t batch 103225276 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects.